Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000850, serial/lot #: (B)(6) rev. 3 h3: a medtronic representative went to the site to test the equipment. Hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned computer and the issue was confirmed. The os and ias application failed to load and the bios time and date were incorrect. F1 key needed to be pressed to continue bootup process. H6: b01, c19 and d15 apply to the system checkout. B01, c10 and d02 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after positioning in two dimensional (2d), three dimensional (3d) imaging was tried, but the imaging did not start. The system was rebooted and the camera was able to capture images. There was a less than one hour surgical delay. No known impact to patient outcome.